Manufacturer narrative:
We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Knee revision surgery performed on (B)(6) 2018. Previous surgery performed in 2016 (exact data unknown). According to the info received, cause for revision was the limited range of motion of the joint. During revision surgery the following components have been explanted: physica ps femur comp. Left #3 code 6515.09.530 lot# 14sa639; physica fixed tibial plate #2 code 6522.15.020 lot# 1503850; physica ps tibial liner #2 6535.50.210 lot# 15at0jm. Event happened in (B)(6).